Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, it was reported that the velocity broke in half. It is unknown how the procedure was completed or if there was any adverse effect to the patient.

Event description:
During preparation for a medical procedure, the hospital staff noticed the velocity delivery microcatheter (velocity) to be kinked. The physician attempted to advance a guidewire through the velocity on the back table; however, the guidewire would not advance. Consequently, the velocity broke in half. The damage to velocity occurred prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new velocity.

Manufacturer narrative:
Please note that the following section is being corrected based on additional information provided by a penumbra sales representative on 05/13/2021: 1. Section b. Box 5. Describe event or problem. It was previously understood that the issue occurred while in use in the patient. However, based on the updated information, the issue occurred during preparation. Although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event.